Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during procedure closure of a pelvic floor repair on (B)(6) 2010, using a pinnacle anterior/apical pfr kit, the physician noticed that the ureter was not defluxing; it was not releasing any urine. The physician found that a mesh leg had kinked the ureter. The physician went back in and cut the mesh leg from the sacrospinous ligament, and that resolved the problem. The rest of the pinnacle mesh assembly remained implanted, and the patient is reportedly "fine" post-procedure.